Manufacturer narrative:
It was reported that mesh was implanted on (B)(6) 2005 due to stress urinary incontinence, cystocele, rectocele, adnexal mass and uterovaginal prolapse with concurrent cystoscopy; supracervical abdominal hysterectomy/bso; abdominal sacrocolpopexy and posterior repair. It was reported that patient underwent implantation of t-sling [caldera] on (B)(6) 2005. It was reported that patient underwent revision of abdominal sacrocolpopexy w/ removal of mesh graft and replacement w/ polyester graft by implanting physician. No additional information was provided. It was reported that following insertion, the patient experienced pain, mesh erosion and nodule. The patient reported that when they removed the mesh, they nicked her colon. They thought they stopped the bleeding and sewed her up. Patient reported bleeding for 24 hours internally, had a massive rectal bleed, went into a coma, had another surgery and ended up with a colostomy. Patient reported, she was hospitalized for a month, and in intensive care for 3 weeks. Had c-diff. Her bladder does not function anymore, and she needs to self-cath. She has not been able to have sexual intercourse with her husband, since it is so painful. Nightmares and post-traumatic stress syndrome. It was reported that patient underwent mesh removal on (B)(6) 2006 as noted in the below update as the mesh was eroding, she had a hard nodule form; when they removed it and biopsied it, it was the mesh. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent exploratory laparotomy, evacuation of retroperitoneal hematoma, closure of rectal perforation, sigmoid colon resection, hartmann procedure, oversewing of rectal perforation on (B)(6) 2006 due to lower gi bleed. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that the patient underwent cystoscopy, insertion of bilateral ureteral catheters, takedown end colostomy, low anterior resection with splenic flexure takedown, and coloanal anastomosis, loop ileostomy on (B)(6) 2006 due to status post colonic perforation. It was reported that patient underwent closure of loop ileostomy and small bowel resection on (B)(6) 2006 due to status post perforation of the colon. It was reported that patient underwent repair of incisional hernia with mesh and scar revision on (B)(6) 2013 due to incisional hernia. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also reported that caldera medical t-sling was implanted into the patient.